Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to charged coupled unit (ccu) plug of the video plug of the cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the light guide bundle of the insertion section is broken and therefore the light transmission given is too low or not at all. The video cable is also broken causing a green image. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 0°, autoclavable was returned through an asset return with no complaint alleged. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the light guide bundle of the insertion section is broken and therefore the light transmission given is too low or not at all. The video cable is also broken causing a green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.